Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported that the live image display began displaying lines across the screen during fluoroscopy and then it went black. The system required a reboot to recover the live image. There is no report of pt injury or death.